Event description:
It was reported that a file separated in the canal during a procedure. The doctor plans to fill the canal with the separated piece in place, though exact outcome of the event is not known as of this report.

Manufacturer narrative:
In this incident, there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr.) To preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review. Please note that the handpiece used is incompatible with the endodontic motor used. Since the reporter is not returning the motor to the physical MFR for evaluation and/or repair, it is not possible to determine if the motor or handpiece used caused or contributed to the event. As such, these two devices are listed as concomitant products on this report.